Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation and from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ crease folding of implant: observed creases on the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Event description:
Physician reported right side deflation and from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.